Event description:
The user facility reported that the high flow insufflation unit turns off during use. There was no report of patient or user injury due to the event. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the device would sometimes black out and and an error would sound due to a faulty main printed circuit board. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty main printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.